Manufacturer narrative:
Medical device expiration date: unknown. PMA/510k #: k111860, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone number: (B)(6).

Event description:
It was reported by the customer that bd max¿ system, bd max¿ instrument had false positives. There was one occurrence in this event with no patient impact. The following information was provided by the customer: the user encountered a contamination problem on the vibrio test, false positives. The client has done a decontamination, we also have the bd decontamination procedure.

Event description:
It was reported by the customer that bd max¿ system, bd max¿ instrument had false positives. There was one occurrence in this event with no patient impact. The following information was provided by the customer: " the user encountered a contamination problem on the vibrio test, false positives. The client has done a decontamination, we also have the bd decontamination procedure. "

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" for vibrio while running the extended enteric bacterial panel assay. Reader renormalization was performed with new calibration cards, instrument cleaning was performed, and qualification runs were performed. Instrument was returned to the customer functioning to bd specifications. This complaint is confirmed by service. The root cause cannot be determined with the information provided. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an elf/fai of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Complaints for results are within statistical control for the month of september 2022. The upper control limit was not breached, and trends were not identified associated with this defect. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. Per baltrm-maxinst-aph rev 22 the potential risk of the reported failure mode is false positive, which is an s3; reference (B)(4).